Event description:
Related to MFR report # 2183959-2012-03295. It was reported by the attorney for the plaintiff that after the implant the plaintiff allegedly experienced on unspecified injury, emotion distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report-(B)(4).